Event description:
It was reported that the lead exhibited low impedance and high capture thresholds. When repositioning was not successful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.